Manufacturer narrative:
It was reported that a stealth 360 peripheral orbital atherectomy device (oad) was used to treat a superficial femoral artery (sfa). It was not noted in the report the tortuosity and amount of stenosis/calcification, diameter and length of anatomical lesion, diameter of the sfa, nor treatment algorithm (pre-treatment of anatomy prior to use of oad). We are also unaware of the amount of treatment passes, length of time of treatment on low, medium, high speed, and user¿s technique of treatment. We are unaware of sheath size, approach (contralateral or ipsilateral), type of guide wire (gw) used with the oad, and if the device was prepped and used per instructions for use (IFU). Upon treating the sfa on low and medium speeds showed unremarkable results per the report. The user then opted to use high speed, where the oad crown stopped spinning and was removed. We are unaware if while on high speed treatment, the oad crown stopped immediately or if successful treatment was accomplished, then followed by the oad stopping on following treatment passes. After the oad stopped, the oad was removed. We are unaware if the oad was able to be removed freely over the gw or if there was force needed to pull back/remove the oad or if the oad and gw was removed all together as a system. According to the report, a mixed-morphological tissue was removed from the anatomy. We do not have enough information regarding how the tissue that was removed from the body, whether it was removed with the tissue on the crown, the gw, or if the tissue was free floating/unattached to any device. Per the image, a perforation was noted and shown on angiography. A stent of unknown type, manufacturer, diameter, and size was used to treat perforation resulting patient to be in stable condition. While the media does confirm the event occurred, the media does not show the device under malfunction since there is no device in the media. In addition, there is not enough information in the pre-treatment algorithm, treatment algorithm, patient anatomy, and lesion characteristics to identify the probable cause of the event of where (1) the oad stopped spinning, and (2) perforation of patient¿s sfa. A visual inspection, functional testing, dimensional analysis, and detailed analysis were performed on the returned device. The reported unexpected shutdown was confirmed by the stall event in the device data log. Production record and corrective and preventative actions (CAPA) reviews were performed and revealed no indication of a product quality issue. Additionally, a query of the complaint handling database for the reported lot revealed there is no indication of a lot specific issue. Based on the reported information and the observations from the returned analysis, the investigation determined that the reported unexpected shutdown appears to be related to circumstances of the procedure. Engineering review of the device data log shows a stall event on high speed at the end of the procedure. Physical analysis identified biological material accumulated on the driveshaft crown section. It is unknown if the biological material is related to the stall events in the data log. A conclusive cause for the reported perforation of vessels, and the relationship to the product, if any, cannot be determined; however, the subsequent treatment appears to be related to the operational context of the procedure. Based on the results of the complaint investigation there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device. H6: codes 4755, 4118, 3233, and 11 no longer apply.

Event description:
It was reported a stealth 360 peripheral orbital atherectomy device (oad) was used to treat a superficial femoral artery (sfa). Low and medium speed treatments were performed with no complications noted. An angiography showed unremarkable results. During a high-speed treatment, the oad crown stopped spinning. The oad was removed. A mixed-morphological tissue was observed and subsequent angiography revealed a small perforation, which was treated with a stent. The patient was in stable condition. In the physician's opinion, the perforation was probably caused by the oad, as there was mixed tissue torn from the vessel wall.

Event description:
It was reported a stealth 360 peripheral orbital atherectomy device (oad) was used to treat a superficial femoral artery (sfa). Low and medium speed treatments were performed with no complications noted. An angiography showed unremarkable results. During a high speed treatment, the oad crown stopped spinning. The oad was removed. A mixed-morphological tissue was observed and subsequent angiography revealed a small perforation, which was treated with a stent. The patient was in stable condition. In the physician's opinion, the perforation was probably caused by the oad, as there was mixed tissue torn from the vessel wall.

Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report.